Event description:
It was reported that during an unknown procedure, during the first firing, the surgeon heard an abnormal sound, but the firing was successful. However, the articulating head was forwarded to one side. The device was reloaded with cartridges three times. But all three cartridges were malformed. Finally, another new device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 9/23/2008. The analysis showed that the device was received with the articulation mechanism damaged. The device was received with no reload present. The returned device was tested for functionality with a test cartridge on the 3 articulated positons; when fired to the left and center, the staple formation was conforming, however, when fire in the right position, the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specification. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.